Event description:
It was reported that the device failed calibration. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Recalibrated uso (upstream occlusion) and dso (downstream occlusion) sensor and replaced dso (downstream occlusion) sensor as a preventative measure. The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device manufacturing date: 30-jul-2012.

Manufacturer narrative:
Other, other text: b5) additional information was received indicating that the event occurred during testing; there was no patient involvement.

Event description:
Additional information received: no patient involvement. The issue was found during testing.